Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient is planning surgical procedure for ipg pocket revision. The reason is unknown at this time.

Manufacturer narrative:
Date of event is estimated. Section a4: weight of patient has not been provided.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient has some discomfort at the ipg site. Surgical intervention took place where in the ipg was explanted and replaced with a smaller device to address the issue.